Manufacturer narrative:
Investigation description. No issue was found with the device. The engineering logs (see files section) showed no malfunction alert for bluetooth during patient use. The device was able to pair with a g7 sensor and remained connected for over 12 hours without disconnecting. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the dexcom g7 continuous glucose monitoring sensor would not pair with the ilet pump, prompting the user to revert to multiple daily injections while attempting multiple sensors and later confirming the pump¿s bluetooth firmware was not 0.0.0.0 and that bluetooth functioned. Symptoms included no adverse clinical effects, with blood glucose reported in range during mdi use. Outcomes included temporary interruption of automated insulin delivery and the need for user intervention and education. Investigation included customer interview and functional confirmation of the pump¿s bluetooth status. Investigation of this case revealed no confirmed pump malfunction and an unresolved pairing failure with the responsible device not identified. It was concluded that the event was not related to hypoglycemia or hyperglycemia and that the issue remained inconclusive regarding device responsibility.